Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day as sensor insertion, the patient experienced a skin reaction at the needle puncture site, including redness, swelling/inflammation, pain, and fluid drainage/discharge described as pus. The patient reported that the reaction occurred at the insertion site of one of his sensors placed on (b)(6) 2026. The patient sought medical evaluation at (b)(6) later that evening. The infection was treated with topical mupirocin, and the patient was prescribed oral cephalexin (Keflex). Due to an inadequate response to cephalexin, the antibiotic therapy was subsequently changed to doxycycline. The patient did not recall any sensor glucose readings or alerts associated with the event. The patient reported that the condition had resolved and that he was doing well following treatment. At the time of the report, the patient's condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.